Event description:
It was reported that the user experienced an urgent low blood glucose event, with fingerstick measurements of 40 mg/dl on presentation and subsequent readings of 48, 50, and 55 mg/dl after staged carbohydrate treatment, improving to 79 mg/dl by the end of the call while the cgm read 70 mg/dl and was advised time to calibrate. Customer care provided support that included review of the bionic report and user history of prior nocturnal lows with prior education and adjustment of a secondary target. Investigation of this case revealed that the low was consistent with overtreatment of a previous low as reported in the bionic report and acknowledged by the user, with no device malfunction identified. Symptoms included anxiety associated with hypoglycemia. Outcomes included recovery of blood glucose following oral carbohydrate administration without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.